Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Sc-2408-56 (sn: (B)(6). The returned lead was analyzed. Visual inspection revealed that the lead was cleanly cut into two pieces approximately 25 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. A labeling review did not reveal any anomalies.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted device was kept by the facility.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 19570043/ 19873135.